Event description:
The pt experienced increased spasticity and they could hardly stand up. Dosage was increased but spasticity continued to worsen. The dosage of 900 caused them to fall asleep inadvertently and had to be adjusted. An MRI was done in (B)(6), due to problems last fall, showed catheter had moved from t8 to t10. It was replaced. Imaging was performed, the CT scan and x-ray showed no charge in catheter. There were no alarms. The pt recently went to the ER due to high heart rate (130). Internist performed blood work and pt had "elevated" white blood cell count. A nuclear medicine test was done to look for infection. The pt was at home. The drug being administered via the pump was baclofen. Additional info has been requested.

Manufacturer narrative:
(B)(4).